Manufacturer narrative:
(B)(4). Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
The patient's skin irritation was confirmed. The patient reported that he had an open wound on the right side of his back where the shoulder straps are located. The patient reported that the wound was draining. There is no allegation against the device. The patient removed the device to allow the wound to heal. Support services advised the patient to change and wash the garment on a more frequent basis. Follow-up indicated that the condition of the wound was the same. The medical outcome of the wound is unknown.